Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding the patient. It was reported that the patient had impedances greater than 10,000 ohms on electrodes 0-7. The patient also noted that a few months ago, their pain started being less controlled with their implantable neurostimulator (ins). It was mentioned that nothing specific happened to trigger their increase of pain. The manufacturing representative was able to get full coverage of their painful areas with electrodes 8-15. The patient felt their coverage was great. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.